Event description:
A 2.5 mm diameter x 12 mm length endeavor sprint drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an rca lesion. Lesion morphology was reported as non-tortuous with no calcification and 60% stenosis. The lesion was pre-dilated. It was reported that an endeavor sprint 2.5 x 14 was successfully implanted in the mid rca. The physician then inserted the second endeavor sprint and experienced friction while advancing the delivery system. A second guide wire was placed for better support. The physician was able to advance the stent delivery system a little bit further; however, it stopped advancing and the physician removed the delivery system. When the delivery system was removed it was noted that the un-deployed stent was not on the balloon. It is unknown if the un-deployed stent remains in the patient. The target lesion was not treated and the patient is fine. Cd image evaluation: cd images of the procedure and additional information has been provided which aided in the complaint investigation. The physician confirmed that no resistance was noted during pre-dilation of the stenotic portions of the artery with the balloon. The balloon was inflated to 6 atms during pre-dilation. No resistance was noted when loading the endeavor sprint onto a wire or through the valve during the procedure. It was also confirmed that the device did not pass through other devices during advancement to the proximal lesion. It was evident from the cine images that the pre-dilation of the distal lesion and subsequent stent placement resolved the blood flow in this area of the vessel. However, given the vessel tortuosity evident in the proximal rca some resistance was noted during the attempted advancement of the endeavor device, following pre-dilation. The physician confirmed that although some force was exerted this force was not thought to be excessive. The stent failed to cross the lesion and some resistance was again noted while withdrawing the device from the lesion. Following review of the cine images the stent dislodgement appeared to have occurred when withdrawing the stent proximally out of the lesion towards the guide catheter. It appears most likely that the vessel tortuosity and the angle of insertion in the proximal lesion may have hindered the deliverability of the device and that the resistance experienced during the advancement and retraction of the device from the lesion impacted on the stent retention of the device resulting in the dislodgement as reported.

Manufacturer narrative:
Other (unk if un-deployed stent remains in pt) - cd evaluation. Results: stent dislodgement.